Manufacturer narrative:
Analysis of the retuned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. There is some white unknown substance noted inside the distal end of fiber cap. The glass cap exhibits devitrification at the output area and detritus adhesion around output area. The heat shrink tubing exhibits minor scratch marks. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the returned device revealed that the fiber cap exhibits signs of melting which formed a hole from the surface to the bevel edge. Based on the device analysis, the potential for forward firing may exist. No patient clinical consequences reported.